Event description:
It was reported that the pump infused in 24 hours instead of 50 hours. It was stated that the physician could not completely rule out the patient tampering with the device. No medical issues were reported with the patient. It was stated that pump was removed by the patient and was reported to be empty. The patient disposed off the pump.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was available for evaluation and investigation. Without the actual sample, a complete analysis cannot be conducted. The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. A review of the lot history found no confirmed complaints for fast flow for the reported lot number. No determination could be made as to why the pump appeared to flow fast. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.